Event description:
The nurse checked the patient's IV and noted that 15.5 ml of tpn had infused instead of the 2.7 ml that should have gone in based on the rate set on the pump. The nurse rechecked that the rate had been set correctly at 2.7 ml. The pump read that the total volume infused was 19.6 ml. The previous hour, the total had been 4.1 ml. The pump was changed out, and there was no harm to the infant.